Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level, and insulin pump had compromised force sensor system alarm and drive support cap was sticking out . The customer's blood glucose level was 509 mg/dl at the time of incident. The customer was advised to discontinue use of the insulin pump and revert to back up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with loose/protruded drive support disk, minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. Pump unable to prime during prime test and motor error alarm during basic occlusion test due to loose/protruded drive support disk. No compromised force sensor system alarms were noted. Pump passed displacement test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly.